Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The lesion being treated was located in the right coronary artery. Using two 185cm pt2 guide wires and a 7fr wise guide catheter, the physician advanced the 4.00x38mm promus element plus stent delivery system and was not able to cross the lesion. Upon removal the stent bumped into the guide catheter and the stent moved off of the balloon. The stent remained on the delivery system and was successfully removed. The procedure was completed by implanting two smaller stents. No patient complications were reported and patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The lesion being treated was located in the right coronary artery. Using two 185cm pt2 guide wires and a 7fr wise guide catheter, the physician advanced the 4.00x38mm promus element plus stent delivery system and was not able to cross the lesion. Upon removal the stent bumped into the guide catheter and the stent moved off of the balloon. The stent remained on the delivery system and was successfully removed. The procedure was completed by implanting two smaller stents. No patient complications were reported and patient¿s status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a promus element plus stent delivery system (sds) with stent received inside a wiseguide guide catheter. There was blood on the stent and in the balloon folds. The promus element plus sds and stent were protruding from the distal end of the wiseguide guide catheter 2.5cm. The balloon was tightly folded with the stent moved distally past the markerband on the balloon. The proximal end of the stent was damaged and exhibited numerous bent and flared struts. The promus element plus sds was protruding from the proximal end of the wiseguide guide catheter 44cm and had multiple shaft kinks. An attempt was made to remove the promus element plus sds from the wiseguide guide catheter; however, could not be removed due to the damaged stent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event or confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).